Manufacturer narrative:
Date received by MFR updated.

Event description:
It has been reported to philips that the screen is unresponsive. The device was not in clinical use and no patient or user harm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.